Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 10mg/ml at 0.749mcg/day via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The motor stall was active, stopped pump period may exceed tube set. The event logs indicated that there were multiple motor stalls and recoveries. Per the healthcare provider the patient reported seeing a motor stall code on her ptm (personal therapy manager) and has not used it since (B)(6). Per the healthcare provider the patient¿s pump was refilled on (B)(6) and the ptm dose was increased. The patient was experiencing nausea and worsening pain. The patient was not scheduled for a replacement yet but was scheduled to meet with the physician on (B)(6). No further complications were reported.